Event description:
Same case as 6000093-2007-01924. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The physician placed 2 taxus express2 drug eluting stents. A 3.0x32mm in the mid right coronary artery (rca) and a 3.5x12mm to the ostial circumflex (cx) artery. Plavix and aspirin were prescribed post procedure. No pt complications occurred. In sept 2007 the pt discontinued plavix and aspirin due to a surgery, he was preparing for and shortly after, presented with chest pain. It was determined that a thrombosis had occurred in the rca. Three liberte bare metal stents were placed for treatment of the thrombosis, a 2.75x16mm, a 2.5x12mm and a 3.5x12mm. They were not able to determine if the cx had thrombosed or restenosed so they did not treat it at that time. The pt was later taken to surgery. No pt complications were reported. Pt status post procedure is noted as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.